Event description:
Two (2) needles received by the (B)(6) health department in covid-19 ancillary kits were found to be bent upon opening the package. The (B)(6) health department also reports 1 incident of the same product with the needle bending when replace the cap after drawing up covid-19 vaccine and puncturing the needle cap. Smiths- medical hypodermic needle-pro edge, lot number 4132535. FDA safety report ID# (B)(4).